Event description:
It was reported that during a laparoscopic appendectomy, the surgeon fired the device using a white cartridge. The surgeon selected the white cartridge because the appendix was not very thick. The staple line was checked on both sides, looked fine and the patient was closed and the case was completed. There was something that occurred and the patient went for a test. The name of the test is unknown. The surgeon was told by the people who performed the test that there was a leak at the staple line. The patient was taken back to surgery and the surgeon said it was very messy and could not tell if the entire staple line was missing or only a part of it. The surgeon said that due to the site being messy, he could not see if there were loose staples or malformed staples. There was a section that looked like it was open and that he had never been there; like it had never had staples there. There was tissue all ways from the distal to the proximal crotch of the jaw. The surgeon commented that he did not back the stapler up to provide a space between the crotch of the device and the tissue. The case was completed using an ec60a and two ecr60g. The patient is in the intensive care unit and the blood pressure is 115 systolic. The patient¿s blood pressure was 140-150 prior to surgery.

Event description:
There were four days between surgeries, (B)(6) 2014. A CT of the abdomen and pelvis was performed on (B)(6) 2014. The patient was discharged on (B)(6) 2014. The patient returned on (B)(6) 2014. A CT of the abdomen and pelvis was performed. The patient underwent re-operation and repair of base of appendix on the colon (i.e colorrhaphy), washout and placement of drains on (B)(6) 2014. Two fires of green loads on the stapler at the level of the cecum on (B)(6) 2014. The surgeon indicated that he did not dissect the specimen. Patient is home, but will likely require one more percutaneous drain to be placed for an abdominal abscess. Overall, is much more stable.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon fired the device using a white cartridge. The surgeon selected the white cartridge because the appendix was not very thick. The staple line was checked on both sides, looked fine and the patient was closed and the case was completed. There was something that occurred and the patient went for a test. The name of the test is unknown. The surgeon was told by the people who performed the test that there was a leak at the staple line. The patient was taken back to surgery and the surgeon said it was very messy and could not tell if the entire staple line was missing or only a part of it. The surgeon said that due to the site being messy, he could not see if there were loose staples or malformed staples. There was a section that looked like it was open and that he had never been there; like it had never had staples there. There was tissue all ways from the distal to the proximal crotch of the jaw. The surgeon commented that he did not back the stapler up to provide a space between the crotch of the device and the tissue. The case was completed using an ec60a and two ecr60g.the patient is in the intensive care unit and the blood pressure is 115 systolic. The patient¿s blood pressure was 140-150 prior to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following information was clarified from the original description of the event: the surgeon usually leaves small gap and does not bring tissue all way back to crotch of stapler, however, on first procedure, surgeon left no gap. He brought tissue all way to proximal crotch and distal end. Surgeon is wondering if that could have caused issue. Surgeon thought it was safe to fire having tissue all way from proximal crotch of stapler to distal end. Rep said it is unknown if surgeon left gap on the reoperation. Following second surgery or reoperation, the patient¿s blood pressure returned to normal per surgeon. Surgeon is now reporting patient is currently tachycardic and still has high white count. Rep received additional information that the unknown test that was done after original surgery was a CT scan. The CT scan showed staple line leak. After this CT scan, patient was brought back to surgery for second surgery or reoperation. Additional information was requested and the following update was provided: there were 4 days between surgeries, (B)(6). A CT of the abdomen and pelvis was performed on (B)(6). The patient was discharged on (B)(6), but returned on (B)(6). He underwent re-operation and repair of base of appendix on the colon (i.e colorrhaphy), washout and placement of drains on (B)(6). One fire of a white load on the stapler at the base of the appendix on (B)(6). Two fires of green loads on the stapler at the level of the cecum on (B)(6). The surgeon indicated that he did not dissect the specimen. Patient is home, but will likely require one more percutaneous drain to be placed for an abdominal abscess. Overall, is much more stable than before.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following information was clarified from the original description of the event: the surgeon usually leaves small gap and does not bring tissue all way back to crotch of stapler, however, on first procedure, surgeon left no gap. He brought tissue all way to proximal crotch and distal end. Surgeon is wondering if that could have caused issue. Surgeon thought it was safe to fire having tissue all way from proximal crotch of stapler to distal end. Rep said it is unknown if surgeon left gap on the reoperation. Following second surgery or reoperation, the patient¿s blood pressure returned to normal per surgeon. Surgeon is now reporting patient is currently tachycardic and still has high white count. Rep received additional information that the unknown test that was done after original surgery was a CT scan. The CT scan showed staple line leak. After this CT scan, patient was brought back to surgery for second surgery or reoperation. Additional information was requested and the following update was provided: there were 4 days between surgeries, (B)(6). A CT of the abdomen and pelvis was performed on (B)(6). The patient was discharged on (B)(6), but returned on (B)(6). He underwent re-operation and repair of base of appendix on the colon (i.e colorrhaphy), washout and placement of drains on (B)(6). One fire of a white load on the stapler at the base of the appendix on (B)(6). Two fires of green loads on the stapler at the level of the cecum on (B)(6). The surgeon indicated that he did not dissect the specimen. Patient is home, but will likely require one more percutaneous drain to be placed for an abdominal abscess. Overall, is much more stable than before.